Event description:
On (B)(6) 2013 it was reported that the vns patient was in a car accident on (B)(6) 2012. Since the accident, the patient has had an increase in seizures; baseline levels unknown. Diagnostics were performed on (B)(6) 2013 and were within normal limits; system diagnostics test: output=ok/lead impedance=ok/dcdc=2/eri=no and normal mode diagnostics test: output=ok/lead impedance=ok/dcdc=3/eri=no. The patient¿s settings were noted to be output=1.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min. The cause of the increase in seizures was not clear, but the physician stated that the patient¿s settings needed to be adjusted. The patient¿s settings were increased to an output of 1.75ma on (B)(6) 2013, but the patient had painful stimulation in the throat that was intolerable and therefore, the patient was lowered back to 1.5ma on (B)(6) 2013. No diagnostics were performed at the previous appointment. Additionally, the patient reported that there were a few instances where the stimulation felt stronger than normal in the neck on (B)(6) 2013. The physician stated at this time he was going to increase the duty cycle to see if that helps with the recent increase in seizures. Good faith attempts for further information from the physician have been unsuccessful.